Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and could not be completed because the receiver would not boot up; therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and found the moisture detection sticker activated. Due to moisture damage, a complete investigation could not be performed. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.